Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturing representative reported that there was a power on reset (por). No symptoms were reported. Additional information received from the manufacturing representative reported that there was a por message on the left hand side of the patient programmer. The por did not appear to be due to low voltage. The cause was not determined. The patient was contacted by a nurse over the phone and she was instructed the patient on how to clear the por. The patient was able to clear the por and use the device normally after that.